Manufacturer narrative:
Related manufacturer report number: 2017865-2024-71673; 2017865-2024-71674.

Event description:
Related manufacturer report number: 2017865-2024-71673; 2017865-2024-71674 it was reported that the patient presented for interrogation in clinic and demonstrated dysfunction of both device leads. Significant elevated capture thresholds were observed on the right ventricular (rv) lead and subsequent rapid battery drainage was observed on the pacemaker. The entire system was explanted. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical and mechanical analysis performed under field and nominal conditions indicated normal functionality. Further evaluation of output pacing parameters found no anomaly. Additionally, evaluation of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.